Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 25-oct-2023, abbott point of care (apoc) was contacted by a customer who reported strong smells of burning from I-stat alinity instrument sn (B)(6), and the instrument no longer powers on. There were no other reports from the customer/user. The analyzer was returned for repair and on 08-mar-2024, during repair analysis, some of the inter components were found burn and the analyzer would not activate. The repair site presented pictures of the components that were found burnt and melted wires scanner. At this time it unknown how the event occured. Information was request regarding power source(s), conditions and other information but to no avail. Currently there is no reason to suspect a malfunction exists with the limitetd in formation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-jun-2024. The customer reported that I-stat alinity instrument s/n (B)(6) was warm and smelled of smoke when a rechargeable battery was connected. Upon receipt at apoc-princeton, the analyzer had signs of internal burning/melting in multiple locations. The conclusion of the investigation is that the customer complaint of no activation was confirmed and was caused by the internal component damage. The cause of the internal damage was determined to be most likely due to exposure to high radiofrequency (rf) emissions from an external source. However, the true cause remains unknown. A rocketware search spanning three months identified no related incidents and no evidence of a trend. No deficiency has been identified.

Event description:
Na.